Event description:
Baxter (B)(4) received a report of an infusor that leaked at the filling port after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 200ml of fluid was sent for evaluation. The reported condition of a leak was confirmed after the fill port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill-port. Visual examination of the disassembled unit revealed the root cause of the leak was a 1.2-mm particle of glass trapped between the check band and the stress member. The glass fragment was introduced into the fluid pathway during fill without the use of a filter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.